Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076361/ 7077326.

Event description:
It was reported that the patient was no longer receiving adequate pain relief and experienced discomfort at the implantable pulse generator (ipg) site. It was also noted that the ipg had to be charged frequently. The patient underwent an explant procedure where all device components were removed. The explanted devices will not be returned as they were kept by the medical facility.